Manufacturer narrative:
Several attempts were made to obtain the correct lot numbers for the devices, but the numbers are not available.

Manufacturer narrative:
Information received from the (B)(6) study site coordinator and (B)(6) study manager revealed an error in the originally reported information. The patient was treated only once for a thoracoabdominal aneurysm. There was no reintervention. The device information was inadvertently duplicated on the study database form. This event no longer meets the definition of a serious injury.

Event description:
On (B)(6) 2014, a patient with a history of prior descending thoracic abdominal aorta repair and a prior type b aortic dissection repair had a thoraco-abdominal aneurysm, which was treated with conformable gore® tag® thoracic endoprostheses (tge343415/unk and tge373715/unk). Sometime between (B)(6) 2014, two additional devices were implanted to (tge343410/12117807 and tge343420/12382818). The reason for implanting the additional devices is not known. The patient tolerated the procedure.